Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the keypad cover was found to be fully intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no intermittent condition or damage was found to any key contacts. The complaint that the keypad buttons would occasionally become unresponsive was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that occasionally, when attempting to bolus, the keypad buttons would become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).